Event description:
Journal article case report, where the patient experienced symptoms related to a catheter tip granuloma. No neurologic deficit was noted and the patient recovered with no residual sequelea. The devices were not explanted. Article reference: toombs, jd., et al. Intrathecal catheter tip inflammatory mass; a failure of clonidine to protect. Anesthesiology. 2005; 102, 3: 687-690. Article is attached.

Manufacturer narrative:
A copy of the article is attached.